Manufacturer narrative:
Additional information was received that the damaged part was an acrylic panel which is not a reportable malfunction.

Event description:
It was reported that the unit had a broken south panel. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. H3 other text: device evaluation anticipated, but not yet begun.